Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012709 in question was manufactured at the osted site. Threshold analysis: a query was run on 09-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6012709. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012709 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 12-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that during the final inspection outgoing, test num 9: a sample was found with a loose contamination in the packaging. According to the sampling plan performed the lot was released. The sub-assembly: the tubing lot 5c06076 was manufactured according to the wi version 29, on 12-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, functional test air leak according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the pa tient got assisted by emergency services on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 395 mg/dl at the time of the event and patient got treated with manual injection. The duration of hospitalization was less than 24 hours. Patient also experienced the symptoms of increased thirst. Patient was found positive for ketones level and ketones level were 2 mmol/l at the time of the event. No further information available.